Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. The electrodes belts pins were out of tolerance. The root cause for damaged pins was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.